Event description:
Patient underwent an ascending thoracic aorta and partial aortic arch replacement procedure in 2005. Physician constructed himself the vascular bypass by cutting a woven graft in two pieces and then sewing them to match the arch curvature and finally sewed an additional knitted graft on the side of the woven graft. Bleeding was observed at the graft-to-graft anastomosis and patient received massive blood transfusion. It was reported that the patient died 40 days post-operatively of pneumonia.